Event description:
Sfa stenting-patient enrolled in trial in other country: mild dissection of device reported during procedure. Dissection without obstruction in popliteal segment p2.

Manufacturer narrative:
Please reference MDR 2183870-2008-00223 and MDR 2183870-2008-00224 for other protege everflex stents used in this procedure.